Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath had leaked. Additionally, the balloon catheter deflated automatically after inflation. The balloon catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 58296 were returned and analyzed. The data files showed at least 5 applications were performed with a balloon catheter on the date of the event with no system notice. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve and a torn disk was suspected. In conclusion, the sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.